Manufacturer narrative:
There are no reported injuries associated with this incident. The reported symptom was attributed to a shorted diode within the bridge rectifier, brg1, on the ultrasonic generator (500 w) board, p/n 12008, causing the fuse to open, rendering the board inoperable. The loss of the ultrasonic generator does not, of and by itself, result in an endoscopic high level disinfection process failure that does not render a microbiologically safe product or present any additional risks for reuse given the nature of the pre-cleaning labeling instructions and high-level disinfection. The biomed/facility staff was provided a copy of technical bulletin - (B)(4). The customer was also informed that this procedure should be carried out every morning prior to the processing of any scopes. Given the nature of endoscope pre-processing and high-level disinfection based on sgna guidelines, either the presence or absence of ultrasonics should still result in an endoscope that has had its bioburden reducted to an acceptable level. It is concluded that there is no reasonable likelihood that an endoscope processed in the absence of the ultrasound will present any additional risks.

Event description:
Ultrasonics in bay 1 of the system 83 plus 9 unit did not function.